Event description:
Having pulmonary issues with coughing. Md did CT of chest and found multiple nodules. Chest x-ray was negative. Repeat of CT in 2021 still with nodules. Started using this CPAP dreamstation in 2018. Repeat of chest CT in 2021 still showing multiple nodules. Quit using machine in (B)(6) 2021. FDA safety report ID # (B)(4).